Event description:
The customer contacted beckman coulter, inc (bci) to report imprecise results for creatine kinase mb (ck-mb) for one patient sample assayed using the access ck-mb reagent on an access 2 immunoassay system. The patient results were not reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported that the system checks performed on (B)(4) 2011 and (B)(4) 2011 had passed all specifications. In addition, quality control results from two levels of quality controls were within established ranges on the day of the event. Bci dispatched a field service engineer (fse) on (B)(4) 2011 to the customer's site. The fse performed troubleshooting activities on the ultrasonic voltage, replaced the pipettor tip and verified the voltage, calibrated the incubator belt, and verified the vacuum system and mixer belt speed. The fse performed a system check which passed all specifications. A definitive root cause has not yet been determined for this event.

Manufacturer narrative:
Result: imprecise data generated. Conclusion: a definitive root cause has not yet been determined for this event.